Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's parents reported that she was no longer able to hear sounds with the device. There is no reports of any accident or injuries. There was no swelling or redness at the implant site and no other medical problems were reported. The external equipment was checked. Re-implantation is being considered.

Manufacturer narrative:
Based on information and measurements received, a mechanical damage to the stimulator housing that is typical for severe external impact to the housing appears likely. However to determine and confirm an exact root cause of failure cause a device investigation at the explanted device is necessary. According to the implant registration card the electrode was not fully inserted. Re-implantation is being considered.

Event description:
The patient's parents reported that she was no longer able to hear sounds with the device. There is no report of any accident or injuries. There was no swelling or redness at the implant site and no other medical problems were reported. The external equipment was checked. Re-implantation is scheduled for (B)(6) 2017.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. According to the implant registration card the electrode was not fully inserted. This is a final report.

Event description:
The patient's parents reported that she was no longer able to hear sounds with the device. There is no report of any accident or injuries. There was no swelling or redness at the implant site and no other medical problems were reported. The external equipment was checked. The patient was re-implanted.